Event description:
The following has been reported: on (B)(6) 2023, cmdhb requested a critical change to the agilia pump software following multiple serious infusion incidents in paediatrics from using the agilia sp mc. They requested that the first default settings screen for paediatric pump infusion profiles be configured to display a blank screen for concentration. They believe this would force nursing staff to enter the dose in syringe volume according to the patient's weight. This change would provide a system- based risk mitigation to prevent such serious medication errors from occurring. The complaint is not device specific and does not suggest that the pump is faulty. Although the customer had indicated that an incident occurred due to staff incorrectly programming infusions, no specific incident information was provided. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.